Event description:
It was reported that a providence temporary fixation pin remains in the body of c5 in the patient post operatively. This event occurred in japan.

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.